Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu board was replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.